Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump had been exposed to MRI and xray. The customer then stated he was hospitalized for low blood glucose levels. Troubleshooting was performed and the insulin pump passed the displacement test. The customer also stated he was hospitalized two weeks ago also for low blood glucose levels.